Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that confirmed re-programming was carried out on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r- wave (ffrw) sensing has been observed. It was unclear if the sensing issue was due to the right atrial (ra) lead or the implantable pulse generator (ipg). Programming options were discussed and the ipg and ra lead remain in use. No patient complications have been reported as a result of this event.